Manufacturer narrative:
The insulin pump was received with flashing white display anomaly isolated to lcd on pcba. No blank display anomaly noted. No audio/beep anomaly noted. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank screen. Customer's blood glucose was unknown mg/dl. The customer stated that the device triggered with blank/white screen and audio alarm. The customer stated that it is impossible to restart the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.